Manufacturer narrative:
High flow oxygen therapy interrupted, potential for hypoxia. This is a reportable event.

Event description:
Earpiece keeps disconnecting from the nose piece.

Manufacturer narrative:
High flow oxygen therapy interrupted, potential for hypoxia. This is a reportable event. Complaint of torn tubing/disconnection was confirmed via pictures supplied by customer. Complaint history reviewed. There have been 2 other complaints in the last 24 months for this product. Due to high volume of output issue is not trending at this time, but will continue to be monitored. Customer stated product disconnected while sitting in an upright position. Assembly of product is a manual process with inherit variation and as a result poor mek bonding can sometimes occur. Bond strength can also deteriorate during transportation or storage if proper conditions are not met. Shelf life requirement of cannulas (rc49) is 5 years, but may have experienced accelerated aging due to improper conditions. Time between manufacture date (dec 2020) and complaint date(january 2022), suggests accelerated aging is possible. Risk(RMA-20017a): cannula components not bonded together securely has an associated severity of (8/10) which meets the threshold of (8/10) for review at next carb meeting. Review of this complaint has been submitted for carb.

Event description:
Earpiece keeps disconnecting from the nose piece.